Event description:
A caller reported alarms 2 and 26, indicating an issue with occlusion. There was no adverse impact on the customer's blood glucose level. It was determined that the blockage in the cartridge caused the occlusion, and the customer changed the necessary supplies and resumed insulin therapy.